Manufacturer narrative:
Citation: didier et al. High post-procedural transvalvular gradient or delayed mean gradient increase after transcatheter aortic valve implantation: incidence, prognosis and associated variables. J clin med. 2021 jul 22;10(15):3221. Doi: 10.3390/jcm10153221. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding post-procedural high transvalvular gradient or delayed mean gradient increase after transcatheter aortic valve implantation (tavi). All data were collected from multiple centers via the french aortic national corevalve and edwards registry between january 2010 and january 2012. The study population included 2,353 patients (predominantly female, mean age 82 years). Multiple manufacturer¿s devices were implanted in the study population; 736 of the 2,353 patients which were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). The population was divided into three groups: ¿control¿ defined as post-implant mean gradient <(><<)>20 mmhg without increase (n=2,078), ¿group 1¿ defined as post-implant mean gradient <(> <<)>20 mmhg with >10 mmhg increase (n=131), and ¿group 2¿ defined as post-implant mean gradient >20 mmhg(n=144). Among all patients, all-cause mortality occurred at a rate of 40.1% in the control group, 32.6% in group 1, and 48.7% in group 2. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: transvalvular gradients >20 mmhg, moderate to severe aortic regurgitation (ar), stroke, acute heart failure, atrial fibrillation or other arrhythmia requiring permanent pacemaker, and valve-in-valve procedure for unspecified reason. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.